Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
When the another manufacturer's connector was twisted into the cannula, prior to inserting the cannula into the patient, a piece of the cannula tube was cut out and became wedged between the connector (outside of) and cannula (inside of). This was observed after placement of the catheter, when the venous line appeared to be drawing air. The surgeon put a purse string around the outside to prevent this leak and the 'chip' of the cannula was only seen on removal. There was no adverse consequence to the patient as a result of this event.